Manufacturer narrative:
(B)(4). Per follow-up with the customer: the reported issue that was observed was the cooler heater unit had no power and no ice was produced; this unit is no longer in use; has no knowledge of patient infection that may be associated with the cooler heater; there were no fault indicator lights illuminated; they do not know if the water was cloudy or discolored; do not know what the chlorine maintenance schedule is; and the ground leakage fuse turned power off when the compressor started (ground fault and short circuit).

Event description:
It was reported that during the use of the device for a non-clinical activity, the compressor on the coole heater unit was blocked. The unit was not in the operating room at the time of failure. There was no patient involvement.

Manufacturer narrative:
The subsidiary was unable to repair the device. The device was returned to the manufacturer for repair.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) confirmed that the compressor was not making ice. He connected hoses and filled the unit with water and circulated the water using the defrost, cooldown, maintain, rewarm and cardioplegia (cpg) functions. All operated as designed. The pst turned on the ice making function and after the normal approximate five minute delay, the ice making compressor activated. After a few minutes, the pst noticed that no ice making was occurring; the cold plate was not getting cold. He checked that the compressor was getting voltage and measured the normal 220 volts at the compressor. He observed that approximately every minute, a click was heard from inside of the compressor. Tested the ice sensing circuitry and it operated as designed. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Follow up with the manufacturer's subsidiary field service representative (fsr) found that when attempting to start the compressor there was an over current condition and the hospital current control switched off the power to the unit. When the compressor was switched off the tcm ii could be started and the pump motors were found to be functional. The unit has been sent to the manufacturer's subsidiary for repairs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.